Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gallbladder procedure, the surgeon was able to squeeze the handles but the safety mechanism jammed and had to be pulled off to remove it. A second clip applicator was then used, the first clip was applied without difficulty, but the device subsequently jammed, requiring the surgeon to repeatedly operate the handle to free a second clip. The same malfunction was observed with the third implicated device. A new device was used to resolve the issue. There was no patient injury.

Event description:
It was reported that during a procedure, the surgeon was able to squeeze the handles but the safety mechanism jammed and had to be pulled off to remove it. A second clip applicator was then used, the first clip was applied without difficulty, but the device subsequently jammed, requiring the surgeon to repeatedly operate the handle to free a second clip. The same malfunction was observed with the third implicated device.

Manufacturer narrative:
D10 concomitant products: (B)(6), 176630 endoclip iii 5mm applier, (lot # j5k3535y) 176630, 176630 endoclip iii 5mm applier, (lot # j5k3535y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the surgeon was able to squeeze the handles but the safety mechanism jammed and had to be pulled off to remove it. A second clip applicator was then used, the first clip was applied without difficulty, but the device subsequently jammed, requiring the surgeon to repeatedly operate the handle to free a second clip. The same malfunction was observed with the third implicated device. A new device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument noted the presence of clips within the tube, with the clip counter inactive. The yellow pull tab for the clip counter was properly installed. The instrument was received without the rotation knob. It was reported that the safety mechanism jammed. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of disengaged rotation collar. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument noted the presence of clips within the tube, with the clip counter inactive. The yellow pull tab for the clip counter was properly installed. The instrument was received without the rotation knob. It was reported that the safety mechanism jammed. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of disengaged rotation collar. The product analysis noted evidence that the device was not used as intended. This issue may occur if force is applied while rotating the shaft during application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.